Event description:
It was reported that the device was found in back-up mode and could not be interrogated. No intervention was performed. Additional information was requested but was not available.

Event description:
Further information was received indicating the back-up vvi mode was due to the device not being programmed into MRI mode during an MRI. The patient was stable.

Event description:
It was reported that the device was found in back-up mode following an MRI. The device was successfully reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.